Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand.

Manufacturer narrative:
The reported event was confirmed, they were using the incorrect probe for the patient. Sample was not available for evaluation. The root cause identified is "user oversight, user did not follow procedure". Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Prepare patient per hospital/nursing recommended procedure. Proceed with catheterization using standard techniques." A device history record review was not required because the investigation was confirmed - use related. Correction: b, d, e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand. Per follow up information received via task on 03apr2025, it was reported that the device was sent to the biomed team for evaluation. It was discovered that they were using the incorrect probe for the patient and was using an adult probe and needed to use a neonatal probe to obtain the correct temperature for the neonatal patient. The device did not need any repairs and was sent back to the unit. The patient completed therapy on an alternate device and no patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand. The lot number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand.